Manufacturer narrative:
(B)(4). Additional attempts have been made to obtain additional information. Should new information become available a supplemental will be sent. (B)(4).

Event description:
According to the reporter: the suture broke in half during the procedure. One half of suture was retained in device, the other half of suture was found in patient. Additional information has been requested but not yet received.